Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Upon receipt of additional information this event will be reported under 0001822565-2017-07732. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.